Event description:
A malfunction occurred on the customer's pump, displaying malfunction code 12, with no notable events prior. There was no adverse impact to the customer's blood glucose level. Customer had not previously reset the pump for this issue within the last 24 hours, so customer technical support assisted with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.